Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempt. It was noted that the patients lead had migrated. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead was discarded.